Manufacturer narrative:
The customer reported condition that the pump started smelling like smoke; the device was returned for evaluation and self-test and visual inspection were performed. Self-test verified the customer complaint and found smoke damage on the inside of the device. Visual inspection performed and found a burnt psu pwa. The customer compliant was confirmed that the device was smoking. The probable cause is faulty psu pwa.

Event description:
The event involved a plum 360 infusion pump which was reported to start smelling like smoke. The event occurred during patient care. The issue is not related to any physical damage or abuse. There was patient involvement, no patient harm and a delay in therapy.